Event description:
Sales rep confirmed that the surgeon placed these screws during acl repairs approx three to four months ago. His pts complained about bone pain in the tibia. Both pts were brought in and the tibial site was excised and surgeon found a septic abscess at each site. The sites were cleaned and the grafts were healed within the tibial tunnel. No additional fixation was performed.

Manufacturer narrative:
Device is not being returned for evaluation. No direct link can be made to the pts condition and any smith+nephew device.